Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that a red alarm (agonal rhythm) did not occur for a patient in icu6 on (B)(6) 2016 prior to a yellow leads off inop at 05:55. The patient expired. Per the nurse manager, (B)(6), the patient was hospitalized for sepsis and diabetic ketoacidosis, and stated that the alleged failure of the alarm to occur would not have impacted the patient outcome due to their critical condition.

Manufacturer narrative:
Logs and strips were collected by the field service engineer (fse), to be reviewed by quality assurance. A review of the logs found that from 05:56 to 07:09 there were multiple red alarms (i.e. Asystole, apnea, vfib/vtach) for the patient that were responded to by the users, however, no red alarm was noted prior to a yellow leads off inop at 05:58. The strips provided were incomplete for the time surrounding 05:55 and attempt to obtain additional information was unsuccessful.: a review of the logs found that from 05:56 to 07:09 there were multiple red alarms (i.e. Asystole, apnea, vfib/vtach) for the patient that were responded to by the users, however, no red alarm was noted prior to a yellow leads off inop at 05:58. The strips provided were incomplete for the time surrounding 05:55 and attempt to obtain additional information was unsuccessful. The cause of the issue is unknown, however, it will be considered a malfunction. A review of the logs found that from 05:56 to 07:09 there were multiple red alarms (i.e. Asystole, apnea, vfib/vtach) for the patient that were responded to by the users, however, no red alarm was noted prior to a yellow leads off inop at 05:58. The strips provided were incomplete for the time surrounding 05:55 and attempt to obtain additional information was unsuccessful .